Event description:
The pt was in for a MRI scan. The MRI tech attempted to put a pt into the magnet using sandbags to help position the pt's body. The tech operating the machine, unknowingly, chose sandbags that were filled with steel shot instead of sand. These steel shot bags created pressure on the pt which resulted in injury. Co has heard that at least both of pt's wrists were broken. The tech operating the machine pushed the emergency ramp down button to free the pt from the magnet.